Manufacturer narrative:
One device was returned for analysis of complaint that "syringe plunger not in place." There were no services reported in the previous 12 months. Log events were reviewed and "syringe plunger not in place" was found, confirming event. Visual and functional tests were performed, and error was duplicated with 50 ml syringe during occlusion testing. Following plunger printed circuit board replacement, the ¿plunger not in place¿ error continued and the plunger cable was replaced. The probable cause was due to faulty signal from worn cable. Device passed testing post repair.

Event description:
It was reported that the syringe plunger was not in place. Investigation confirmed the syringe plunger was not in place via the event history log (ehl) and is a high priority alarm, therefore is a reportable malfunction that could interruption infusion. The malfunction is reportable based on the investigation findings.